Manufacturer narrative:
The field service engineer (fse) found a sticking actuator on pinch valve vl57 that caused the leak. The fse replaced the actuator for vl57 to fix the leak. The repairs were verified per established procedure. (B)(6).

Event description:
The customer reported an uncontained leak of about 5 ml around the bellows area inside the lh750 while running tests. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.